Manufacturer narrative:
Additional information provided. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed signs of excess adhesive on the cannula-nitinol junction. When the sample was inserted through a 25 gauge trocar it became stuck, replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on september 13, 2017. There were (B)(4) associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser probe tip was sticking in the port and not advancing all the way. A new laser probe was used to complete the case. There was no patient harm.